Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, the pump history was reviewed and showed an unconfirmed ¿replace battery¿ alarm on (B)(6) 2013. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. There was no damage observed to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump. The measurements of the returned battery cap were found to be within the required specification. The pump was exercised for 24 hours with returned battery cap; no intermittent power conditions were duplicated. The pump cover was removed and showed no evidence of damage moisture to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.